Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 509-00-436, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient felt shoulder was too loose and not stable. Stable.